Event description:
On (B) (6) 2010 - open exostectomy bony spike and internal fixation with synthes right anterior /superior clavicle stainless steel plat and 4 bicortical 3.5 screws and 2 locked screws. Post op x-ray shows broken drill bill in the medial clavicle. On (B) (6) 2010 - returned to surgery for removal of broken drill bit right clavicle and redo orif right clavicle fracture.